Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the universal surgical manipulator (usm) involved with this complaint to perform failure analysis. The error 25730 was confirmed during log review but not replicated during testing. Error 25730 coupled with error 23098 were recorded in the log pointing to axis 3. A replacement of the parallelogram assembly was performed. After replacement, the unit was tested in normal mode with no triggered error and it passed all tests.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, the fse reproduced the issue and confirmed a defective usm. After replacement, the da vinci system was recalibrated, tested, operated without error. And verified as ready for use. Isi has received the usm involved with the alleged issue to perform failure analysis, but the investigation has not yet been completed.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, a universal surgical manipulator (usm) did not respond during use. The customer rebooted the system and the issue was resolved. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed error logs and found error 25730 occurred. Tse informed user that the error fault was already resolved by power cycle and no further action was needed. The surgeon disabled usm 2 that was installed with the endoscope. It was further reported that an error fault occurred even though they did not touch the system. The tse checked the system logs and confirmed a recurrence of the issue. The procedure was continued with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on and the system initialized without error. The surgeon disabled usm 2 due to the error. The issue was subsequently resolved after rebooting the system. The procedure was completed with the same system.